Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago.

Event description:
It was reported that patient experienced discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. The device remains implanted and in use.